Event description:
A female pt underwent removal of long term cvc line following chemotherapy course. The anesthetist was removing this catheter from the pt and part of it broke off and remained in her heart. The pt was transferred to another facility and a radiologist removed the piece with a snare. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.